Event description:
Note: this report pertains to one of two complaint balloons used in the same procedure. Manufacturer report # 3005099803-2013-14149 addresses the first device, while manufacturer report # 3005099803-2013-14152 references the second device. It was reported to boston scientific corporation that two extractor pro retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, while they were pulling out a stone using the extractor balloons, the shaft of the catheters stretched and the proximal part of the catheters came apart and broke into two pieces. They added that there were no resistance met between the device and the scope. The complainant was able to retrieve the detached components of the devices successfully by pulling the scope out and it was confirmed that there were no fragments left inside the patient. The procedure was completed with another extractor balloon. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.